Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis. The customer discontinued the use of the pump. The customer did not provide further information at the time of the report. Although multiple requests were made for additional information, the customer did not reply to the requests.